Event description:
After an implantation period of approximately 6 months, it was reported that the patient experienced a vf episode during a hospital stay (for heart transplant evaluation). This episode had to be treated externally. All episodes up to 3. (B)(6) 2017 were reported to be treated correctly. During the revision procedure on (B)(6) 2017, it was decided to replace the lead. The old protego was capped and left in the patient.

Manufacturer narrative:
The devices under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned data have been inspected. The printout of the external egm corresponds to a vf episode on (B)(6) 2017 from 20:14 o clock until 20:20 o clock, which was treated with an external shock, as mentioned in the complaint description. The follow-up data from (B)(6) 2017 documented a value of the rv shock impedance >150 ohm obtained during the manual impedance measurement at 14:27 o clock. The data also showed that the sensing function in the atrial channel was deactivated. The freeze from the sensing test revealed noise signals in the far-field channel and small sensing amplitudes in the rv channel. Small rv sensing amplitudes were also documented on the trend graphs. It is therefore reasonable to assume that the clinical observation resulted from the small sensing amplitudes, laying below the programmed sensing threshold. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data confirmed the clinical observation. However, there was no indication of an ICD malfunction. Based on the available information, the integrity of the lead cannot be assured.